Event description:
It was reported via the implant patient registry that this 36mm ring was explanted from the tricuspid position after an implant duration of 1 year and 3 months due to endocarditis. As reported, the patient presented with functional decline and chf before the procedure. A 30mm ring was successfully implanted in replacement. The patient was noted as to be hospitalized in stable condition. As per surgeon's opinion, there was no device malfunction.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via the implant patient registry that this 36mm ring was explanted from the tricuspid position after an implant duration of 1 year and 3 months for unknown reason. Another 30mm ring was implanted in replacement. An ID card was received with question "was this due to a deficiency of the original device?" Marked as "yes". No other information was provided.